Event description:
It was reported that a pump was being serviced due to "stopped pumping but screen is still on". Multiple inquiries to the customer regarding if the issue occurred during use on a patient, if medical intervention was required, how the issue was resolved, and if it did occur on a patient, what is the patient's current health condition. The customer did not respond. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a pump was being serviced due to "stopped pumping but screen is still on". Multiple inquiries to the customer regarding if the issue occurred during use on a patient, if medical intervention was required, how the issue was resolved, and if it did occur on a patient, what is the patient's current health condition. The customer did not respond. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.